Event description:
It was reported that the helix of the lead could not be extended when it was tried outside the body. The lead was exchanged. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.